Manufacturer narrative:
Product analysis, product ID#: 37601: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the suspected premature depletion was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was replaced due to premature depletion. The patient's settings were 3.3v bilateral stimulation. The issue resolved after ins replacement. There were no symptoms reported. No further complications were reported or anticipated.